Manufacturer narrative:
Conclusion: review of the device history record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No images of the implantation procedure or the implanted valve were available for medtronic review. Stenosis is a known potential adverse effect per the evolut instructions for use (IFU). Stenosis of bioprosthetic valves could be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction). Several factors could contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. With the information available, a conclusive root cause could not be determined but the severe calcification observed during the product analysis was a likely contributing cause. High gradients could be related to valve related factors (degeneration, thrombus, calcification) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction). With the information available, a conclusive root cause cannot be determined, but the stenosis may have been a contributing cause. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. With the information available, a conclusive cause could not be determined but the stenosis was a likely contributing cause. Tachycardia is generally a result of known potential adverse effects per the IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. H6 - updated eval code method, result and conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received via fedex inside a heart valve return kit. The valve was submerged in clear 0.2% glutaraldehyde solution. Visual evaluation of the device showed all leaflets that appeared tan, thickened and not pliable. Severe calcification was observed on the outflow margin of attachments and bellies of all leaflets. Calcification nodules were observed on the bellies and inferior coaptive areas of all leaflets. The calcification appeared to restrict leaflet mobility. Calcification nodules noted on the leaflets of commissures 1 and 3. Layer of pannus appeared to encapsulate commissure 2. All leaflets appeared to be in a closed position with a gap between the free margins. Adherent thick layer of glistening off-white pannus was observed on the inflow crown extending into the luminal surface of the valve up to all inferior coaptive areas. Thick, off-white pannus was noted along approximately half of the circumference. Adherent off-white pannus was noted on the outer surface of the skirt extending towards the margin of attachment of all leaflets. Extensive calcification deposits were observed on the inflow and outflow of all three leaflets appearing to restrict leaflet movement. An unknown amount of pannus may have been removed during the explant procedure. Radiography revealed extensive ca lcification on all leaflets and commissures of the returned valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, nine and a half months following the implant of this transcatheter bioprosthetic valve, worsening exertional dyspnea with pedal edema and chest pressure were reported. A transthoracic echocardiogram was performed which revealed findings consistent with severe prosthetic aortic valve stenosis. No treatment was provided. Three years, eleven months, twelve days following valve implant, the patient presented with a post-syncopal episode accompanied by hypotension, tachycardia, and worsening dyspnea. The patient was admitted; a chest x-ray revealed severe pulmonary edema. Medication was administered to maintain the patient¿s blood pressure. Two days after admission, the patient underwent a surgical procedure to explant the stenosed valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.